Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital as their blood glucose (bg) values had dropped to 40 mg/dl. The patient was nauseous and light headed. For treatment, the patient was given fluids, lots of juice and monitoring of blood sugar levels. The pod was worn on the abdomen. The patient was discharged after 8 hours.